Manufacturer narrative:
Further additional information was requested but not provided. The event unit was not returned for evaluation. In the absence of the subject device it is difficult to determine the exact root cause of the support prongs poking through the tissue bag. A review of the manufacturing records for the lot number provided revealed that the product passed all quality and manufacturing inspections. During the bag assembly process all of the bags and seals are inspected for non-conformances. The root cause of the event could not be confirmed. The hazard analysis was reviewed and determined that the risk associated with this incident is acceptable and the risk level remain the same. No corrective actions are warranted. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Operative l/s- "while using the endo bag to retrieve the specimen by dr. (B)(6), the plastic part and the tip fell off." Patient status - "no harm was done to the patient."